Manufacturer narrative:
Initial reporter #: (B)(4). Complaint conclusion: during the use of an exoseal vascular closure device, it was reported that they were closing the exoseal deployed closure device when the patient experienced a retroperitoneal bleed. This was a percutaneous coronary intervention. The patient was fine post-surgery. No delay in surgery. No adverse event to the patient. No additional information can be obtained for this case. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Access site hematomas/retroperitoneal bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the product available for analysis, no determination regarding potential contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
During the use of an exoseal vascular closure device, it was reported that they were closing the exoseal deployed closure device when the patient experienced a retroperitoneal bleed. This was a percutaneous coronary intervention. The patient was fine post-surgery. No delay in surgery. No adverse event to the patient. No additional information can be obtained for this case.